Event description:
Patient to MRI for scan. Three ivs transferred from large volume infusion IV pump to iradium MRI IV pump. All lines and programing double checked. Minutes after infusions initiated, patient became ill and vitals rose rapidly. Staff immediately checked the iradium MRI IV pump and observed the dopamine drip chamber to be at near free flow. All lines clamped immediately, and transferred back to the main IV pump. Within minutes the patient began to feel better and vitals began to return to normal. Scan was cancelled and patient sent back to room. Md monitored patient for remainder of day and confirmed that patient had returned to normal/stable condition. All involved product sent to biomed for evaluation.biomed was able to duplicate the near free flow situation by placing the IV tubing slightly off center, but still within the pumping chamber.======================manufacturer response for MRI IV pump, mridium (per site reporter).======================phone conversation with manufacturer rep. All event and product info provided. Rep will do simulation at their facility. He may come to our facility to do simulation with devices involved in event.